Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she felt stimulation in her left hip. This was sudden in onset on (B)(6) 2016.